Manufacturer narrative:
As the device lot number is unavailable, no device history record review was able to be completed. As the device remains implanted, and device history record review was unable to be completed, no evaluation of the device could be performed. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, dissection of the aortic vessel, and reoperation. The gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including type b dissections in patients who have appropriate anatomy, including greater than or equal to 20mm landing zone proximal to the primary entry tear; the proximal extent of the landing zone must not be dissected. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patient etiologies including, but not limited to, chronic type b dissections.

Event description:
On (B)(6) 2019 the patient underwent an emergent endovascular repair to treat a chronic type b aortic dissection using a gore® tag® conformable thoracic stent graft (ctag). No detailed information was obtained regarding the index procedure. On an unknown date, reportedly at the post procedure 6 month follow-up, a new entry tear was observed originating immediately adjacent to the proximal extent of the ctag device. No comments were received from the physician on the cause of the event. On (B)(6) 2019 the patient underwent endovascular repair to treat the new proximal entry tear. An additional ctag device was implanted proximally. No adverse events were reported. The patient tolerated the reintervention.